Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had an absence of vibrate. The customer's blood glucose was 94 mg/dl at the time of incident. The customer stated that the settings were correct. The customer stated that the issue persisted after changing the battery. The customer stated that the insulin pump did not vibrate while they were performing self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was unable to vibrate during the self test due to a broken vibrator black wire. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.